Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon did a right knee synovectomy and poly exchange due to instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon did a right knee synovectomy and poly exchange due to instability.